Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was later explanted because their white blood cell count was high; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable and communication was unable to be established. The charger was unable to locate the ipg. A surgical intervention is anticipated in the near future. No further information is available.